Event description:
Received silicone breast implant. Within a month my health started to decline. Within 6 months, my blood work showed signs of autoimmune disorder. I couldn't breathe, I was extremely fatigued even falling asleep while driving, terrible rashes, inflamed lymph nodes, body aches, muscle weakness. Prior to the surgery, I was very healthy and very fit. I was an avid runner and enjoyed lifting weights 3 days a week with my trainer. I could no longer run or work out. I was in the hosp every two months receiving infusion because I was severely anemic.